Event description:
A 2.9 inr with protime system vs. 3.78 inr with beckman/coulter acl lab system (isi = 1.71). Pt therapeutic inr range: 2.0 - 2.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.